Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. File linked to submission name: 3011649314-2025-01069. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that two inclusive mini implant o-ball implants failed. The patient's bone quality is type iii and the oral hygiene is fair. The patient presented on (B)(6) 2025 for a primary procedure on teeth #6 and #9. On (B)(6) 2025, during the healing phase the patient presented with pain, inflammation, and infection. The provider determined that the implants had a loss of osseointegration and removed the implants. The symptoms resolved after removal. No permanent injury was reported.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6135903 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot#6135903 available for review. Investigation methods/results: customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause description: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of diabetes, along with lack of vitamins c and d. IFU 4990 rev 4.0 (inclusive mini implant system) contains the following statement in the contraindications section: "patients should be evaluated before the time of surgery for factors that put them at risk from the implant placement procedure, or that may affect healing of bone or surrounding soft tissue. Implant placement in patients medically unfit for oral surgical procedures is contraindicated. Patients with systemic, localized or pharmaceutical treatment factors that compromise their ability to heal should be carefully evaluated. Do not place inclusive mini implants if there is not adequate bone width or height to contain the implant." IFU 4990 rev 4.0 (inclusive mini implant system) contains the following statement in the precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 4990 rev 4.0 (inclusive mini implant system) contains the following statement in the warnings section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU 4990 rev 4.0 (inclusive mini implant system) contains the following statement in the warnings section: "inclusive mini implants should always be used in sufficient quantity to prevent excessive stress on the implants; at least one pair in all cases. Absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 4990 rev 4.0 (inclusive mini implant system) contains the following statement in the final insertion section: " note: if the implant cannot be fully seated using the recommended torque, it may be necessary to reverse the implant from the site and drill again to increase the depth of the osteotomy. For positive long-term prognosis, solid resistance must be met during final insertion. Inadequate resistance contraindicates primary stability and loading." "Loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors." The manufacturer internal reference number is: (B)(4).